Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged the ac inlet connector, the rubber band vents, and expired 12-volt sla backup battery was confirmed when edc technical service evaluated the unit. The damaged ac inlet connector, the rubber band vents and the expired 12-volt sla battery were replaced. The edc technical service staff performed preventive maintenance. A full functional checkout was performed per the power module service procedure, where the unit passed all test steps. The repaired unit was operated without any operational issues and then returned to the loaner/rental pool. Device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate ii power module serial # (B)(6) was shipped to the customer on 22jan2013. The device history records were reviewed and the records revealed that the heartmate power module 12v sealed lead acid battery serial#: (B)(6) was manufactured on 30apr2019 in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was found with damaged ac inlet, rubber vent bands, and expired battery.